Manufacturer narrative:
Initial.

Event description:
It was reported that a patient noted a leak from a new prefilled pump cartridge upon opening it during a supply change after an MRI-related pump disconnect, and the patient was advised to discard the leaking cartridge and use a new one, after which the supply change and insulin delivery resumed successfully. No reported adverse clinical effects reported. Outcomes included uninterrupted diabetes therapy after replacement with a new cartridge without medical care. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed an apparent product leak of the prefilled cartridge prior to installation, with no pump alerts or alarms and no recurrence after replacement. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge-related product quality issue.